Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was attempted but not used during implant. It was no ted that the device had a grommet/set screw problem, specifically that the atrial lead was not able to be properly screwed into the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a loose/detached set screw. Analysis was performed and no anomalies were found.

Event description:
It was further reported the device was returned.